Event description:
It was reported that during sampling using BD Vacutainer® Eclipse¿ Signal¿ Blood Collection Needle with Integrated Holder, an unspecified number of needles detached from the holder when changing tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.